Event description:
After less than an hour of treatment , the user noticed a flow discrepancy for the qb. User had set qb at 150ml/min (in flow rates screen) however, qb= 300ml/ml on the status screen. The user did not immediately contact a gambro representative, decided to stop therapy and reinitiate therapy with a new set.

Manufacturer narrative:
Additional manufacturer narrative: there are no treatment data files available for review that are related to the reported event. From the limited information available, the event could be described as a known software issue which may cause flow rate discrepancy, where the flow rates in the status screen does not always match the rates set by the user. There was no blood loss or any other clinical consequence to the patient as a result of the reported event.